Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 75mm proximal body screwdriver site is stripped. Also, the reclaim stem inserter handle is damaged. Reclaim distal stem inserter rubber handle has cracks and some parts ripped off. No surgical delay reported.